Manufacturer narrative:
This report is being submitted as follow-up # 2 for mfg. Report # 9681413-2016-00001 to provide the return sample evaluation results. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the adaptor was cracked. Leakage testing was conducted and confirmed a leak. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. The investigation did not confirm that the reported complaint was caused by the production process.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 9681413-2016-00001 to provide the return sample evaluation results.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 9681413-2016-00001 to provide the status of this report.the actual device has been returned to the manufacturing facility and evaluation is currently ongoing. A follow up will be sent within 30 days of this report being sent.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681413-2016-00001 to provide the status of this report.

Manufacturer narrative:
The actual sample has not been returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of 20 retention samples from the involved product/lot number combination. Visual inspection revealed no defects. Functional testing was conducted and the samples were confirmed to manufacturer specification. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction and the cause of the reported event cannot be definitively determined. Terumo medical products (tmp) registration no. 2243441 is submitting this report on behalf of terumo europe n.v. (Manufacturer) registration no. 9681413. Exemption number e2015027. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. - attachment: [mw5058881.pdf] h3 other text : device not returned to manufacturer

Event description:
This report is being submitted in response to medwatch report no. Mw5058881 which was received from the FDA on january 29, 2016. The event description states the following: patient is on "wilate". The wilate vial comes prepacked with supplies for infusion. The patient noticed that the butterfly needles (terumo 25gx3/4" batch lot 14111014) enclosed in wilate boxes leaked at the point where the tube is attached to the plastic piece that screws on to the syringe. This happened with each needle of that lot. Additional information was reported on (B)(6) 2016: the patient did not have to go to the doctor. After encountering the leakage, the patient stopped the infusion and switched the needle. It was reported the patient tried several devices and figured out it was the needle and not the product that was the problem. The product code was determined by the lot number and sales distribution.